Manufacturer narrative:
This issue does not meet reportability criteria; however, it is being reported to the FDA as the complaint was received via user report. No further investigation will be performed or follow-up submission for this case as there is no alleged device related issue. Reference reports: mw5181768, mw5181770. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received a medwatch report which reported the following information: the customer declared a recalled adc device. There was no report of emergent medical intervention for the reported issue. Adc customer service successfully contacted the customer to gain additional details regarding this event and there were no additional details provided as the customer did not troubleshoot further. Based on the information provided, there was no report of serious injury associated with this event.